Event description:
This report has been updated from serious injury to product problem. Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that the defibrillator intermittently cannot discharge. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. It was determined that the device functions within the factory specifications and no failures were found. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. No device failures were found. It has been concluded that no further action is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that the equipment was intermittently unable to discharge. During treatment, it was charged three times and discharged only for the first time. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.